Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's ex-wife reported his death. Caller stated that customer died suddenly. Customer was not controlling the blood glucose level and had diabetes ketoacidosis the past few months. Customer was also dealing with other diseases. Nothing further reported.

Manufacturer narrative:
Additional information was received which was not included on follow-up # 1. The information has been provided with this report. The insulin pump was unable to prime during prime test due to faulty force sensor resistor.

Manufacturer narrative:
Unable to prime insulin pump during the prime test. Unable to determine the root casue due to pump preservation. The device passed the displacement, rewind, selftest and basic occlusion tests. Unable to perform the excessive no delivery test due to the prime anomaly. A scratched display window, cracked case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip noted.